Event description:
It was reported that the patient presented remotely. Remote transmission showed that the patient's implantable cardioverter defibrillator (ICD) exhibited myopotential oversensing which caused pacing inhibition. No intervention was performed. Patient had no consequences.